Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "distortion of essure device on the left". The patient's medical history included anxiety. Concomitant products included aripiprazole (abilify) since 2016 and lorazepam since 2011. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headaches"), nausea ("nausea"), vomiting ("vomiting"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("flank pain") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), headache ("headache") and abdominal pain ("abdomen pain"). The patient was treated with surgery (she undergone essure removal surgery on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, migraine, vomiting, dyspareunia and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, flank pain, fatigue, headache and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, flank pain, headache, menorrhagia, migraine, nausea, pelvic infection, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), other (please describe) - distortion of essure device on the left".. Ultrasound pelvis - in 2016: abnormal bleeding (vaginal, menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported event ¿injury¿ was updated to more specified event¿ pelvic infection, abnormal bleeding (vaginal, menorrhagia), migraine/headaches, nausea, vomiting, dyspareunia (painful sexual intercourse), flank pain, weight loss, fatigue and distortion of essure device on the left¿ were added. Reporter¿s information, demographics, lab data, medical history, essure removal date and concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.